Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The lesion being treated was located in the non tortuous, non calcified, 70% stenosed proximal left anterior descending artery. The vessel diameter was reported as 2.75 mm. The vessel was not pre dilated. When the physician was accessing the target lesion with the taxus express2 3.00x32 mm drug eluting stent, the catheter fractured during delivery into the guiding catheter. The fracture was at the "hypotube transition proximal 30 cm". There were no reported pt complications. The procedure was completed with another of the same device. Plavix was given pre procedure, heparin, ic nitroglycerin and dopamine during the procedure and plavix, aspirin, lipitor and nitroglycerin post procedure.